Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, it was reported that the patient has a medium size stoma site granuloma, furthermore she also has slight-moderate exudate from stoma (it has improved with oral antibiotic, unknown name). The patient also has mycosis at peristomal area since several weeks ago (it has also improved after applying antifungal ointment, unknown name). The stoma and granuloma had improved after applying silver nitrate and diprogenta. Change of tubes scheduled.